Manufacturer narrative:
The breath delivery xena ii pcb (bd xena ii pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test (post) generating a vent inop condition. N one of the led¿s on the bd diagnostic led array were illuminated. Further analysis revealed that fpga device, reference designator u101, was overheating. Also, there was a short circuit condition on both the 3.3 volt and 2.5 volt rails to ground on the bd xena ii pcb. If this failure occurred during ventilation, the ventilator would generate a vent inop condition resulting in a loss of ventilation to the patient and transfer to an alternate ventilator. The appropriate audio and visual alarms would enunciate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the ventilator is turned on, the ventilator generated a system error. The ventilator was not in use on a patient at the time of the reported event.